Event description:
The patient experienced pain. It was determined that the epidural leads were damaged. The leads were replaced. The hcp reported the patient outcome as 'recovered without sequela'. A follow-up report will be submitted if additional information becomes available.